Manufacturer narrative:
It was reported 2 crashes occurred after adjustment of the 3d threshold value. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs indicates that those crashes occurred because of a known design defect. (B)(4).

Event description:
During seeg surgery on (B)(6) 2019 performed at (B)(6) medical center, two software crashes occurred at 3:30 and 3:35pm after adjustment of the 3d threshold value. There were no other precipitating events. The screen showed a windows message that (B)(6) brain.exe has stopped working. And the device shutdown. Patient was anesthetized. No cuts had been made. Delay was approximately 10 minutes during 2 system reboots. Cst was on site.